Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: on what date did the implant take place? Info. Not available. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes. Dr. (B)(6) would have the results. It is not something I have access to. What is the lot number of the linx device? Info. Not available. When using the linx sizing device what technique was used to determine the size? Info. Not available. Did the patient have an autoimmune disease? Info. Not available. Is the patient currently taking steroids / immunosuppressive drugs? Info. Not available. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Info. Not available. How severe was the dysphagia/odynophagia before intervention? Info. Not available. Were there any intra-operative complications during implant? Info. Not available. Was there any hiatal or crural repair done at the same time as the implant? Info. Not available. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Info. Not available. Besides the reported dysphagia, what was the reason for removal of the linx device? Info. Not available. Was the device found in the correct position/geometry at the time of removal? Info. Not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is being explanted due to dysphagia.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.